Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the balloon of the 6.0 x 150 mm armada 35 balloon dilatation catheter was inflated; however, a latitudinal rupture occurred below rated burst pressure and split [separated]. That patient underwent surgical cutdown to retrieve the balloon piece. No additional information was provided.